Event description:
It was reported that prior to the implant attempt, the lead helix was checked, and appeared to extend and retract properly. During the procedure, multiple attempts were made to position the lead, and it took 25-30 rotations to retract the helix each time. The lead was removed and tested, and after 24 rotations the helix jumped out. The helix appeared compressed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.